Event description:
It was reported by service report that the patient-left load wheel horn was cracked, which could potentially result in the head section being unstable. The customer did not know if there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Load wheel horn.